Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had buckling folds in the proximal end and middle of the cylinder. The first cylinder kink resistant tubing (krt) was worn to the filament. No leaks were found. The second cylinder had wear at fold in the proximal end and middle of the cylinder. The second cylinder krt was worn to the filament. No leaks were found. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt were worn to the filament. No leaks were identified, and the pump passed the functional test. Based on the information available and analysis results, the reported clinical observation of fluid leak and hole/perforation are unable to be confirmed. The cylinder and pump may have been cut apart at the location of a possible hole in krt, but it cannot be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the connecting tube of this inflatable penile prosthesis (ipp) was broken causing a fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the connecting tube of this inflatable penile prosthesis (ipp) was broken causing a fluid loss. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.